Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 61.6cm distal of the strain relief. There was contrast in the inflation lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in obtuse marginal 3 artery. A 3.00mm x 8mm nc emerge balloon catheter was selected for use. However, during the procedure, the shaft broke midway. The balloon parts were removed successfully from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was fine.

Event description:
It was reported that shaft break occurred. The target lesion was located in obtuse marginal 3 artery. A 3.00mm x 8mm nc emerge balloon catheter was selected for use. However, during the procedure, the shaft broke midway. The balloon parts were removed successfully from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was fine.